Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received a red call doctor icon (rcd) alert. The health care professional (hcp) called technical services (ts) to review the stored device data and inquire about the alert. Upon review, ts discussed with the hcp that the rcd alert indicated high out of range shock impedances were detected on the right ventricular (rv) lead. Ts noted that there has been a gradual increase in shock impedance measurements on the trend data that appear to possibly be due to calcium build up on the lead. Ts also noted that the non-boston scientific right atrial (ra) lead had low out of range pacing impedance measurements recorded. The hcp noted that the non-boston scientific ra lead low out of range impedances is a known issue and is being monitored by the physician. Ts advised the hcp to schedule an in person visit with the patient for further lead evaluation. At this time, the rv and ra leads remain in service. No additional adverse patient effects were reported.